Event description:
Following the plasma donation on (B)(6) , 2026, an allergic exanthema occurred, primarily in the area of both puncture sites (bilateral cubital region due to a re-puncture), beginning on (B)(6) , 2026 and accompanied by severe itching. On (B)(6) , 2026, the allergic exanthema spread into a generalized, disseminated rash involving the thorax, abdomen, and both thighs. Treatment with a corticosteroid cream was initiated by the donor; however, due to limited improvement of symptoms and persistent severe itching, the donor presented to the emergency department of akh vienna on (B)(6) , 2026. Therapy was started with urbason 40 mg orally once daily (1-0-0) and desloratadine 15 mg orally (1-0-1) until (B)(6) , 2026. As of (B)(6) , 2026, the donor was symptom-free and the puncture sites were unremarkable. A follow-up donation was carried out on (B)(6) , 2026 using an alternative needle; the donation process proceeded without complications and no further allergic reactions have occurred since. The donor remains symptom-free.